Event description:
Report received from abbott international which states "the infusion became empty. The valve got stuck in high position on the lining. There was a lot of air in the tubing, in the last 20cm before the y-injection site. The event happened after surgery in the recovery room. The pt did not experience any adverse event or require intervention coincident with the device. The device was disconnected." Although requested, what was infusing via the device, the patient's gender and diagnosis are unknown to the rptr.